Event description:
It was reported the patient was thrown from his mvp powered wheelchair when the front casters hit a small gap in the sidewalk. The patient iterated he believes the front casters are too hard and tend to get stuck on small bumps and cracks in the ground when in use. The patient presented to the emergency room approximately 2 days later, complaining of pain in his torso. Further examination found the patient had sustained a fractured rib. The patient was issued a prescription to control his pain. No further patient complications were reported as a result of this event.